Event description:
This senior medical surveillance specialist spoke with the pt/layperson's mother in 2009 regarding the pt's complaints and also reviewed info the pt gave to a customer care advocate, cca, ten days prior. The pt alleged her meter would not turn on. The mother implied she was not aware of her daughter's call and suggested that perhaps the father gave her one of his meters to use. She also did not know the name of the product. The pt is a brittle diabetic. Because the adult pt has multiple sclerosis, she lives with her family.; however, since her call, the pt temporarily is in a rehab facility and unavailable. The pt asked the cca, "do you have any new meter's out? I have a very old one touch meter that is on its way to breaking." The pt described it as "grey with a button to turn on and one to calibrate it"; allegedly, no identification was on the meter, including the label. "I had it for 30 years and nothing is on the back." Test strips were not available to identify the product or to troubleshoot. On unk date in the previous month, the meter reportedly would not turn on. The pt "changed the batteries three times" without success. The pt alleged, "not being able to test I got very sick with a blood glucose of 500." The pt described being "very thirsty, and very tired." The pt did not indicate whose meter was used to obtain the 500 mg/dl, her father's or the physician's. Unable to test, the pt has been driven to her physician everyday at 8 a.m., 5 p.m., and 8 p.m. To have her blood glucose tested on the physician's meter so that she could determine the amount of novolog to take on a sliding scale. The pt implied she followed the aforementioned scheduled after the noted symptoms. The pt did not report receiving medical intervention from an hcp. The cca shipped a new meter, test strips, lancing device, and control to the pt. The pt alleged her meter was a "one touch" meter; therefore, the complaint is reported based upon the pt's allegation that she had symptoms of thirst and being tired, and a blood glucose of 500 mg/dl when unable to test on the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.